Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
Following bilateral intraocular lens (iol) implant surgeries, a surgeon reported deposits were observed on both lenses. These deposits were identical to cholesterol deposits observed in the vitreous humor of the pt's eyes. The pt's visual acuity was reported to be impaired/reduced. The surgeon feels the visus reduction could also be caused by the retina, but could not provide any diagnostic findings. During a f/u, the surgeon stated there were actually no deposits on the lens surface, rather, there were inclusions in the lens. These inclusions looked like an extreme form of glistenings. He stated this phenomenon occurred on both sides of the lens shortly after implantation. The pt was reported to "suffer from dazzling", but the surgeon will not be explanting the lens. The pt has a history of age-related macular degeneration and diabetes. No further info is expected. There are two medical device reports related to these events; this report is for the left eye.